Event description:
It was reported during an atrial fibrillation ablation procedure, the irrigation port on a therapy cool flex catheter broke and leaked. During the procedure, the physician was manipulating the catheter and noted that the irrigation port was leaking at the handle edge. The catheter was exchanged and the procedure was completed. There were no consequences to the pt.

Manufacturer narrative:
One therapy cool flex 7f catheter was received for eval. The visual inspection revealed the lure extension tube was broken at the handle edge; the inner fluid lumen was kinked which affected the flow of saline during the procedure but it was still attached to the handle. The irrigation port or the luer did not disconnect or separate from the catheter body. The catheter was leaking from the kinked fluid lumen area where a crack was identified. A guide wire was used to verify the fluid lumen path from the lure to the tip of the catheter. It stopped at the lure extension tube broken area. The visual inspection confirmed that the catheter fluid lumen was kinked, which affected the flow of the saline during the procedure. The ablation simulation test couldn't be performed due to the kinked lumen that created resistance to the saline flow. The pump showed an "occl" alarm and stopped the ablation simulation test. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.